Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 50.0 mcg/ml of sufentanil at 23.970 mcg/day and 10 mcg/ml of bupivacaine at 4.794 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that the patient's pump motor had repeated motor stalls and recoveries with the final motor stall not recovering and tube set occurring. The patient's pump logs showed a motor stall occurred on (B)(6) 2017 at 18:09 and a recovery on (B)(6) 2017 at 9:18. A second motor stall occurred on (B)(6) 2017 at 20:42 with a "stopped pump period may exceed tube set" occurring on (B)(6) 2017. The motor stall recovery occurred on (B)(6) 2017 at 1:37. The motor stalled again on (B)(6) 2018 at 7:17 with a "stopped pump period may exceed tube set" occurring on (B)(6) 2018. The patient reported that alarms were set off around (B)(6) 2018 and noted a return of pain a few days later. The patient also noted feeling no therapy from that point up until the pump replacement on (B)(6) 2018. Critical alarms every 10 minutes were reportedly set off after (B)(6) 2018. According to the patient, no factors led up to this event. The patient's hcp was notified of the alarms and back pain from the start and prescribed oral medication for the patient to use as needed. According to the hcp, the pump eri was for another 7 months. A plan for revision due to the problem with the motor was agreed upon by the patient and the hcp and the pump was replaced on (B)(6) 2018. The pump reservoir volume per the log was 9.2 but the hcp aspirated 19 ml from the pump. The pump was discarded by the facility. The patient's daily doses for medication were reduced to: sufentanil 5.002 mcg/day and bupivacaine 1.000 mcg/day. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". It was noted that the patient's pump was used for back pain. No further complications were reported.